Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first step of a laparoscopic sleeve gastrectomy, the reloads did not fire after pressing the green button of the stapler. An immediate replacement of the product was done to complete the case. There was no patient injury.